Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, lot#: va2696l, implanted: (B)(6) 2020, product type: lead. Product ID: 3387s-40, lot#: va2696l, implanted: (B)(6) 2020, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2020, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2020, product type: extension. Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 15-jan-2023, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 15-jan-2023, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 27-dec-2023, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 28-dec-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative (rep) who reported the entire system was removed due an infection. New components were implanted on (B)(6) 2020.